Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth do not over lap like they should for them to bite down all the way on food. Their top teeth are still pushed in. Asked patient for a bite video to evaluate bite concerns. Case was sent to clinical team for review. The team reviewed and determined that the patient should be treated chairside.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.